Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that there were no end of life alerts. The wearable was inserted on (B)(6) 2024. On (B)(6) 2024, the patient stated that his sensor expired prematurely without any alert notification that the sensor was going to expire. While the sensor was not providing any cgm readings, the patient lost consciousness around 1:30-2:00pm. The patient regained consciousness on his own around 5:30pm. At this time, the patient tested his bg meter reading, which was 60 mg/dl. The patient self-treated with a piece of cake, candy and drank half bottle of regular coke. The patient was in stable condition at the time of report. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.